Event description:
Customer is hospitalized for cancer related pain events. The blood glucose readings have went low to 38 mg/dl. Customer stated that the glucose reading have been high and low. The current blood glucose reading is 318 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.